Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during an unknown procedure, the intellio foot pedal became stuck, it started running the wand on its own and burnt through one drape before being unplugged. Surgery was completed with a back-up device instead. There was a delay of 5 minutes, and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed minor rusting/liquid ingress under the foot pedal covers. Functional evaluation revealed no issues. None of the pedals or functions of the device got stuck on while activated. The damage to the device did not prevent functionality. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found one similar reported event. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure of a concomitant device. Based on this investigation, the need for corrective action is not indicated.